Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, after inserting the trocar into the skin opening, and the surgeon wanted to inflate the balloon, the trocar broke loose. The balloon was unsealed, pierced, and the trocar could not remain in place. The device was changed to resolve the issue in order to complete the case. There was no patient injury.